Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for gastrointestinal/pelvic floor issues. It was reported that the patient¿s device was working fine since a revision in (B)(6) 2015 but the therapy stopped helping about a month ago, in (B)(6) 2016, and mentioned to their spouse over the last 2-3 weeks. It was noted the patient could feel stimulation, but it was not helping their symptoms. The patient was on program 2 and can tolerate the stimulation on that program, but urinated when they coughed, sneezed, or laughed. It was noted the patient could not hold their urine at times. It was reported the patient was back to wearing pads like before they were implanted and that now it was regular, every day, and all the time. It was noted the patient was getting up more frequently at night. The patient tried increasing the stimulation in program 2 and could bear the pain. On the morning of the date the information was received, the patient tried the other 3 programs. It was reported all of them sent an electrical shock that was really painful. It was noted in programs 1, 3, and 4, the electric current shot down their leg and was painful, and they would drop to their knees. It was noted the feeling was strange, like ¿someone is shocking me.¿ the amplitude was reported to be not too high, at 0.5-0.6v, but as soon as the program was switched, the patient screamed. It was noted the patient was currently at 2.6v in program 2. The patient reported feeling stimulation. It was reported the patient had back surgery in (B)(6) 2016. It was noted the ins was turned off during the procedure and that the back surgery was not related to the device. No trauma/falls were reported to be related to the issue. It was reviewed with the patient that there were more than 4 programs to try, and that the patient should follow up with their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.